Manufacturer narrative:
Taper unknown: (B)(4). The reporter of the complaint was asked for the product serial number, date of event, and implant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of erosion as follows: ¿caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion.¿ ¿caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract.¿ ¿caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation.¿ ¿caution: anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion.¿

Event description:
Doctor reported events of ¿eroded gastric bands¿ and mycobacterial infections from abstract: ¿rapidly growing mycobacterial infections complicating laparoscopic adjustable gastric banding¿, presented at 52nd icaac held 9-12/sep/2012 in san francisco, california. This medwatch represents the 10 patients who experienced only the event of erosion. MFR of device is unk. It is allergan¿s approach to compliance to resolve all doubt in favor of reporting.